Event description:
Reporter indicated a vns pt's generator would not communicate with the physician's programming system. The programming system worked without any problems on a test generator. The pt is experiencing an increase in seizures. The pt's pre-vns seizure activity level is unk. The pt's mother has elected not to have the generator replaced. Good faith attempts to obtain additional info have been unsuccessful to date.